Manufacturer narrative:
(B)(4).

Event description:
The patient's physician did not think that the patient was "getting good results", so he opted to do a catheter revision. The physician did not aspirate the catheter. The medication being delivered via the device system was morphine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.